Manufacturer narrative:
See MDR 1920664-2009-00130 for the delivery device used with this intraocular lens.

Event description:
The haptic was bent while loading the lens into the delivery device. The doctor implanted the lens when he noticed the haptic was bent. The incision was enlarged to remove and replace the lens.